Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed a longevity of 2 years remaining at the follow up in 2019. At the current device check, the device was at elective replacement indicator (eri) battery status. Premature battery depletion was suspected and a replacement procedure was planned. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker showed a longevity of 2 years remaining at the follow up in 2019. At the current device check, the device was at elective replacement indicator (eri) battery status. Premature battery depletion was suspected and a replacement procedure was planned. No adverse patient effects were reported. The device remains implanted and in service. About two months later, device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely due to an increase in the power consumption. Device replacement was recommended for within one month. The field representative later reported that the device had been explanted and replaced with a non-boston scientific device. It was noted the patient was very thin so the physician and patient chose a thinner device. No additional adverse patient effects were reported. The exact procedure date was not known and the device was not expected to be returned for analysis.